Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical surveillance specialist contacted the pt to obtain/clarify information. The pt said at 6 pm ten days prior, he obtained a reading of 225 mg/dl. At that time he took 25 units of novolog insulin, which is more than what he usually takes. He says he takes 5 units of novorapid when his reading is 100 mg/dl and takes 1 unit for each 5 mg/dl over 100 mg/dl. Therefore, 25 units was actually less than what he takes based on the result of 225 mg/dl. However he says he has been taking less insulin in general because he has been eating less lately. He takes novorapid at 5 am near breakfast, at 11 am near lunch, around 4 or 5 pm, and at 9 pm based on his meter readings. In the morning and at lunch, he starts his sliding scale at 15-20 units if the reading is 100 mg/dl and takes 1 unit for each 5 mg/dl. His evening and bedtime sliding scales usually start at 10 or 5 units if the reading is 100 mg/dl and 1 unit for each 5 mg/dl over 100 mg/dl. He said that two and a half hours after he took the insulin he passed out on the floor. The pt's caregiver called an ambulance at that time and when they arrived they obtained a reading of 36 mg/dl. The pt said the ambulance gave him a candy bar and some sort of glucose that they dripped into his mouth. When they left, they told him to contact his doctor to tell him of the situation. He did not know how long the ambulance was there or when they gave him the treatment but said he regained consciousness at 9:30 pm and got up off the floor at approximately 10:30 pm. It was determined during the troubleshooting telephone call the pt's testing technique was incorrect and the puncture area was cleaned incorrectly. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleged the reading was inaccurately high, took more insulin than usual due to the reading and became hypoglycemic. The patient also stated he has been eating less lately, which can also lead to hypoglycemia in pt treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.